Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital for procedure. The atrial lead exhibited high impedance. The physician tried several times but parameters were not very good. Because of the long surgery, the patient felt uncomfortable and wanted to finish the surgery. To ensure the patient's safety, the physician decided to explant the lead. The patient was recovering.